Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and post implant, bleeding was noticed by the innominate vein which required surgical intervention. The patient decompensated quickly after extracorporeal membrane oxygenation (ECMO) decannulation, prompting an emergent impella 5.5 device placement via the right axillary subclavian artery with successful cut down and graft attachment of an 8mm by 30cm vascutek gelweave. Multiple diagnostic catheters and guidewires were used to cross the aortic valve into the left ventricle. The impella was inserted over the v18 0.018inch guidewire and measured 5.1 cm from the aortic valve annulas with inlet pointing slightly posterior. Prior to closing the site but post insertion, the surgeons noticed bleeding by the innominate vein that got bigger as it was repaired it. No resistance was noted during impella insertion. The vein was lacerated centrally underneath the right clavicle. However, the axillary artery was not compromised. The physician was unable to get to the site and repair causing an emergent sternotomy and vascular surgery to help disarticulate the right clavicle to repair the innominate vein. The patient was crashed on cardiopulmonary bypass emergently, and the site was repaired successfully. The site was then successfully closed; however, the transesophageal echocardiogram (tee) showed the impella was pointing posteriorly. The patient was treated with blood products as well and sent to the unit hemodynamically stable. Latest update indicates the patient continues on the impella 5.5 mcs.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use (IFU): impella 5.5 with smartassist system. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿